Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a gastroscopy procedure in the upper gi tract to treat a gi bleed. During the procedure, the clip was advanced to the target bleed and the nurse deployed the clip. Although the clip grasped tissue and successfully released from the delivery catheter, it failed to stay closed onto the tissue. The open clip fell off the tissue and into the patient. The open clip was retrieved from the patient and the procedure was successfully completed using another resolution clip. The patient was reported to be "stable" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a gastroscopy procedure in the upper gi tract to treat a gi bleed. During the procedure, the clip was advanced to the target bleed and the nurse deployed the clip. Although the clip grasped tissue and successfully released from the delivery catheter, it failed to stay closed onto the tissue. The open clip fell off the tissue and into the patient. The open clip was retrieved from the patient and the procedure was successfully completed using another resolution clip. The patient was reported to be "stable" post procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the delivery catheter. It was also noticed that there was a kink in the control wire near the handle. Based on the evaluation conducted and the details of the complaint, it is likely that the clip reopened and fell into the patient as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.